Event description:
Same case as MDR ID# 2134265-2014-07558. (B)(4). It was reported that chest pain and stent thrombosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 75% stenosis and was 20 mm long with a reference vessel diameter of 4.0mm. The lesion was treated with direct stent placement using a 4.00 x 28mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the distal rca with 80% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with direct stent placement using a 3.50 mm x 24mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was admitted with chest pain and was diagnosed with stent thrombosis of the previously placed 4.00 x 28mm ion¿ stent in proximal rca. The physician treated the lesion with thrombectomy, resulting in 0% residual stenosis. Medication was also given to treat this event. Three days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).